Manufacturer narrative:
Follow-up #1: date of submission 05/26/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings:during investigation, the battery compartment and cap were undamaged and were able to fit securely. The pump powered up with auditory and vibratory alarms to a blank display. The dim/fading display complaint could not be investigated due to the blank display. The pump's cover was removed and an inspection of the printed circuit board found a missing component. No intermittent conditions were found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.